Manufacturer narrative:
Other applicable components are: product ID: 3999, lot# j0511716v, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for chronic pain syndrome. It was reported that the patient's ins failed and was removed. The patient never received any relief from their ins. The ins was painful and hard to sleep with because it was placed on their back. The ins was removed on (B)(6) 2009. During removal, the lead was looped multiple times through the fascia which made it difficult to remove. Once it was cut loose from the soft tissue, the ins was disconnected from the lead. The lead was then traced up to the thoracic spine where they entered the epidural space. It was again noted that the lead was looped multiple times through the fascia before it extended down into the lumbar area. The lead was so heavily scarred that it was simply cut and an effort was not made to pull the actual lead from the canal. The wounds were irrigated copiously after removal of the lead and ins and the wounds were then closed. The patient was transferred to the recovery area in good condition. No further complications reported.